Event description:
On (B)(4) 2012, customer reported that foam was coming from the sample probe wash cup (about 10ml) on the cx5 delta instrument. Customer stated that the foam was on the reaction wheel cover but not under it. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and removed the waste collection canister. Fse cleaned the blood/fat debris that had built up in the plastic drain elbow of the waste collection canister. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
Evaluation codes, results, code 100 (other): blood/fat debris had built-up in the plastic drain elbow. (B)(4).